Manufacturer narrative:
G4 - premarket / 510(k): k111485, k170636.

Event description:
It was reported that tip detachment occurred. The target lesion was located in the liver. A 180x25cm fathom -16 was selected for use in a transcatheter arterial chemoembolization (tace). During the procedure, it was noted that the distal floppy portion (25cm distal part) sheared off and the piece was visible under fluoroscopy near hepatic artery. The wire was attempted to be removed, however was unsuccessful. Therefore, an access was made to the left femoral artery, moved microsnare into the aorta and was able to snare the wire. No fragments were left inside the patient. The procedure was completed with an alternate device. There were no patient complications as a result of this event.